Manufacturer narrative:
The generator has not been returned for evaluation, therefore, no determined could be made for this incident.

Event description:
After a shoulder case, a minor burn was noticed on the pt's thigh where the grounding pad was placed. It was a split pad and not a valley lab pad. Or director stated that the pad burn could have been a reaction to the adhesive and indicated that the pad was possibly a 3-m pad. They are in the process of a root cause analysis for this pad burn/skin irritation. Or director states she is aware that we recommend the valley lab and has a copy of the good practices for ground pad placement. Incident occurred 2-3 weeks ago.